Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-13933, related manufacturer report 1627487-2019-13934, related manufacturer report 1627487-2019-14016, related manufacturer report 1627487-2019-14017. It was reported that infection issue was observed due to an unknown reason. The device system was explanted as a result to resolve the issue. No further information is available at this time.